Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited intermittent undersensing. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).